Event description:
Additional information reported that there was no culture completed. The location of the infection was noted to be in the patients lower back. No interventions were taken or planned. Patient status was reported to be ok, and it was determined to have been a cerebral spinal fluid leak due to other issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a lead replacement (refer to manufacturer report #3004209178-2013-15471), the patient contracted an infection at the lead site. The clinic wanted to know if the material specifications for the lead had changed. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was reported that the patient had visited a neurosurgeon because of a headache and a CT was done. The CT showed a csf leak according to the neurosurgeon. It was noted that the physician¿s assistant (pa) that the manufacturer representative worked with had the CT and could not identify a csf leak.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0ccca, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).